Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported by patient that the patient received an implant in (B)(6) of 2014. The patient was also implanted with a tm patella on (B)(6) 2014. The patient reports that she has constantly experienced pain and discomfort. Patient states that she now appears to be bowlegged (varus). A revision surgery is in discussion but not scheduled as of this notification. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control.